Event description:
It was reported that during inspection, the device locked-up. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The lock up occurred following software installation, during pip. The software was re-installed and the device was returned to the customer for use.